Event description:
The customer called and reported being hospitalized with high blood glucose of 30 mmol/l. When emergency medical services were called, customer's blood glucose was 24 mmol/l and she had not been wearing the insulin pump for two hours. At the time of the report, customer's blood glucose was 10.4 mmol/l. Customer's symptoms of high blood glucose included nausea and vomiting. The customer further stated there was a motor error alarm on the insulin pump, which was not successfully delivering insulin. Troubleshooting was performed with the insulin pump. Customer was able to complete the rewind sequence, but mentioned the device became stuck in the rewind mode. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.